Event description:
An endeavor resolute rx drug-eluting stent, length 18mm, diameter 2.75 mm, was intended to treat an extremely calcified lcx lesion in a patient. It was reported that the device was unable to cross the lesion and, on removal from the patient, a stent strut was lifted and flared. The lesion was pre-dilated prior to attempted stent placement. The device was inspected prior to use with no abnormalities noted. No patient injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results - stent deformation, failure to deliver stent; severe calcification. Conclusions - severe calcification. Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon between the inner shaft markers and balloon pillows, as per specifications. A number of struts on the 6th, 7th and 8th proximal stent segments and on the 5th distal segment were slightly raised and deformed. A number of struts on the 4th distal segment were raised, with one pulled slightly, distally. Cd images were provided for evaluation. The cd images confirm that the lesion was in a severely calcified vessel. The images show that three guidewires were used and several pre-dilation attempts were made prior to the attempted delivery of the device. The cd also contains images of the attempted delivery and withdrawal of the resolute stent. After withdrawal of the stent and delivery system, several more pre-dilations were completed prior to the successful deployment of two stents in the distal and mid region of the vessel. Numerous post-dilatations were performed on the deployed stents.